Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed and the valve moved aortic. Angiography showed moderate paravalvular leak (pvl). Subsequently, a second valve was successfully implanted valve-in-valve deeper into the left ventricular outflow tract (lvot) which decreased the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak (pvl) was most likely due to the suboptimal valve position after the dislodgement. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy and user technique. In this case, it was reported that a post-implant balloon aortic valvuloplasty (bav) was performed and that the valve moved. Valve dislodgemnets are typically not related to a device malfunction and this event does not allege that a device malfunction occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.